Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: x-rays were reviewed by depuy synthes medical director who was able to confirm the intra-operative challenges reported in the complaint. Hcp also provided the following information: synthes provides an optional insertion handle (03.010.405) with a longer nose that can be considered to address the reported issue.

Manufacturer narrative:
Additional narrative: patient information is unknown. This report is for an unknown aiming arm/unknown lot. Device is an instrument and is not implanted/explanted. (B)(6). Part number is unknown; however, pfna devices are not distributed in the united states, but are similar to devices marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (b)(64) as follows: it was reported there was a complaint with regard to the insertion of the proximal femoral nail anti-rotation (pfna) nail on (B)(6) 2015. In this patient the pfna nail was inserted using the peek (polyetheretherketone) guide frame. The position of the nail came closer cranially than desired; the aiming arm was then changed to steel strap aiming arm, as this allows a deeper insertion and which led to a more acceptable position of the nail. The rest of the procedure went normally. There was a delay in surgery time due to the change of the guide frame; the exact length of time is unknown. It was noted that the patient was rather tall and that the patient had a large femur that made it more challenging to set the nail. This report is for an unknown aiming arm. This is report 2 of 3 for (B)(4).